Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure on (B)(6) 2010. According to the complainant, on (B)(6) 2010 a wallflex biliary rx covered stent was successfully implanted for a biliary stricture in the mid bile duct secondary to abdominal surgery/cholecystectomy. The stricture had been previously treated with a sphincterotomy, dilatation, and two plastic stents. The previously placed plastic stents were removed prior to study stent placement. On (B)(6) 2010, 25 days post stent placement, the patient presented with biliary obstructive symptoms. On (B)(6) 2010, the patient was hospitalized. The stent was discovered to have migrated and could not be repositioned, so the stent was removed and a plastic stent was placed. The patient was discharged from the hospital on (B)(6) 2010, and the event was reported as resolved without residual effects. The patient's condition at the conclusion of this procedure was reported to be "fine." Additional information was received on (B)(4) 2010: patient's medical history was significant for diagnosis of long segmental chd (common hepatic duct) stenosis, most likely of post-operative origin. Patient was admitted to hospital on (B)(6) 2010 with symptoms of icterus, pale stools, dark urine, and pronounced pruritus and fevers lasting for approximately 3 days for which the patient had received clarithromycin for treatment. On admission, the patient presented in good general and nutritional health. The patient weighed (B)(6) and was (B)(6) in height. An ercp was performed on (B)(6) 2010 with an indication of icterus/jaundice. The translated report from the ercp revealed that the wallflex stent placed previously on (B)(6) 2010 was dislocated distally underneath the high-grade (most likely) post-operative dhc (hepatic common duct) stenosis. The stenosis remained unchanged. The stenosis in the d. Hepatocholeduchus was dilated with a balloon. The stenosis was stretched with the balloon to a maximum diameter of 8mm. Then there was an unsuccessful attempt to reposition the stent, and a decision was made to extract the stent. Another stent (straight plastic stent with side holes; diameter of 10 fr and a length of 12cm) was placed in the right d. Hepaticus. No complications were reported during this procedure. Post-procedure, and under antibiotic therapy (baypen (mezlocillin) and clont (metronidazol)), a fall in cholesterase and inflammation indices were noted. On discharge, crp and leukocyte counts were within normal range, with bilirubin levels at 1.0 mg/dl. Future treatment plans for the patient's chd stenosis include biliodigestive anastomosis, scheduled for (B)(6) 2010. The patient was discharged to home on (B)(6) 2010. Additional information was received on 17may2010: the event description was updated by the clinical site to reflect that the patient was admitted to the hospital on (B)(6) 2010 with cholangitis.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure on (B) (6) 2010. According to the complainant, on (B) (6) 2010 a wallflex biliary rx covered stent was successfully implanted for a biliary stricture in the mid bile duct secondary to abdominal surgery/cholecystectomy. The stricture had been previously treated with a sphincterotomy, dilatation, and two plastic stents. The previously placed plastic stents were removed prior to study stent placement. On (B) (6) 2010, 25 days post stent placement, the patient presented with biliary obstructive symptoms. (B) (6) 2010, the patient was hospitalized. The stent was discovered to have migrated and could not be repositioned, so the stent was removed and a plastic stent was placed. The patient was discharged from the hospital on (B) (6) 2010, and the event was reported as resolved without residual effects. The patient's condition at the conclusion of this procedure was reported to be "fine".

Manufacturer narrative:
(B)(4) - no code available ((medical intervention required;biliary obstructive symptoms;surgery). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): medical intervention required; biliary obstructive symptoms; surgery; cholangitis. Initial examination noted that only a deployed stent was returned for analysis. Examination of the returned stent found no issues with its profile. The stent was fully expanded and measured correctly. The most probable root cause is anticipated procedural complication. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B) (4). (B) (4). Medical intervention required; biliary obstructive symptoms. Foreign source: (B) (4) study source: (B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure on (B)(6) 2010. According to the complainant, on (B)(6) 2010 a wallflex biliary rx covered stent was successfully implanted for a biliary stricture in the mid bile duct secondary to abdominal surgery/cholecystectomy. The stricture had been previously treated with a sphincterotomy, dilatation, and two plastic stents. The previously placed plastic stents were removed prior to study stent placement. On (B)(6) 2010, 25 days post stent placement, the patient presented with biliary obstructive symptoms. On (B)(6) 2010, the patient was hospitalized. The stent was discovered to have migrated and could not be repositioned, so the stent was removed and a plastic stent was placed. The patient was discharged from the hospital on (B)(6) 2010, and the event was reported as resolved without residual effects. The patient's condition at the conclusion of this procedure was reported to be "fine". Additional information was received on april 15, 16 and 28, 2010: patient's medical history was significant for diagnosis of long segmental chd (common hepatic duct) stenosis, most likely of post-operative origin. Additional medical history provided. Patient was admitted to hospital on (B)(6) 2010 with symptoms of icterus, pale stools, dark urine, and pronounced pruritus and fevers lasting for approximately 3 days for which the patient had received clarithromycin for treatment. On admission, the patient presented in good general and nutritional health. (B)(6). An ercp was performed on (B)(6) 2010 with an indication of icterus/jaundice. The translated report from the ercp revealed that the wallflex stent placed previously on (B)(6) 2010 was dislocated distally underneath the high-grade (most likely) post-operative dhc (hepatic common duct) stenosis. The stenosis remained unchanged. The stenosis in the d. Hepatocholeduchus was dilated with a balloon. The stenosis was stretched with the balloon to a maximum diameter of 8mm. Then there was an unsuccessful attempt to reposition the stent, and a decision was made to extract the stent. Another stent (straight plastic stent with side holes; diameter of 10 fr and a length of 12cm) was placed in the right d. Hepaticus. No complications were reported during this procedure. Post-procedure, and under antibiotic therapy (baypen (mezlocillin) and clont (metronidazol)), a fall in cholesterase and inflammation indices were noted. On discharge, crp and leukocyte counts were within normal range, with biliribun levels at 1.0 mg/dl. Future treatment plans for the patient's chd stenosis include bioliodigestive anastomosis, scheduled for (B)(6) 2010. The patient was discharged to home on (B)(6) 2010.